Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected and confirms the breakage in the silicone housing; this is probably due to a sharp or pointed object coming into contact with the silicone housing. Review of the history device records confirmed the valve product code ns9008, with lot ctdcw8, conformed to the specifications when released to stock on the 30th april 2015. The root cause of the broken silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing, this however could not be determined. As noted in the IFU, silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Gtin: not available. Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a patient in (B)(6) 2015. The initial setting pressure is unknown. On (B)(6) 2015, the device was replaced with the same new product due to valve breakage. Further information would be provided as soon as (B)(4) receive it from the facility.